Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported inflammation five days following an intraocular lens (iol) implant procedure. Anterior chamber washout was performed and the patient was treated with antibiotic injections. The symptoms are continuing. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating that the surgeon thinks that the iol caused/contributed to the event.